Event description:
On (B)(6) 2022, the following information was provided to kci by the patient: the patient is currently in a rehab facility, is on antibiotics, and his left great toe was allegedly amputated because the activ.a.c.¿ ion progress¿ remote therapy monitoring system did not work. On 24-aug-2022, the following information was provided to kci by the home health nurse: on (B)(6) 2022, the patient was sent to the hospital due to a suspected wound infection. The patient could not manage the activ.a.c.¿ ion progress¿ remote therapy monitoring system at home due to his comorbidities and immobility. The patient could not figure out how to plug the device in to charge; the home care nurses would often arrive to find that the patient had either turned the device off or the patient had not realized that the device had turned off due to lack of battery charge and the device not being plugged in. With each occurrence, the v.a.c.® dressing had been left in place, beyond the manufacturer's recommendations. The home care nurse believes the infection and amputation are a result of the patient's comorbidities and the patient's inability to manage v.a.c.® therapy at home. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system is pending completion.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged infection and amputation are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The patient has a history of infection and surgery to the wound two weeks prior to the initial placement of v.a.c.® therapy. The patient has multiple comorbidities including diabetes, neuropathy, chronic obstructive pulmonary disease, and immobility. The home health nurse reported that the patient left the v.a.c.® dressing in place without active v.a.c.® therapy on multiple occasions beyond the manufacturer's recommendations. Therefore, this event is being reported due to potential use error. A device evaluation is pending return of the device. Wound infection: call your doctor or nurse right away if you think your wound is infected or if the following symptoms develop or worsen: -you have a fever -your wound is sore, red or swollen -your skin itches or you have a rash or redness around the wound -the area around the wound feels very warm -you have pus or a bad smell coming from the wound infected wounds: infected wounds should be monitored closely and may require more frequent dressing changes than noninfected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients / caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or omplications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Foot wounds: for wounds on the plantar surface or heel of the foot, it is best to use a bridging technique to ensure that additional pressure is not applied as a consequence of the placement of the tubing and / or sensat.r.a.c.¿ pad. This involves using foam to allow placement of the sensat.r.a.c.¿ pad or tubing on the dorsum of the foot. Appropriate off-loading of the foot is essential in order to maximize the therapeutic benefit of v.a.c.® therapy. Clinical considerations for diabetic foot ulcers: as with any treatment for diabetic foot ulcers, success depends on accurate diagnosis and the management of underlying disease in combination with effective debridement of non-viable tissue. -off-loading is essential for successful healing of diabetic foot ulcers. -early identification and prompt treatment of infection is essential to prevent complications. In patients with diabetes, this may be difficult as classic signs such as pain, erythema, heat and purulence may be absent or decreased. -special dressing techniques may be considered. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.

Manufacturer narrative:
Based on the information provided regarding the device, kci's assessment remains the same; it cannot be determined that the alleged infection and amputation are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The device passed quality control checks and met specifications before and after placement with the patient. The home care nurse stated the reported event was due to the patient's comorbidities, and the patient's inability to manage v.a.c.® therapy at home. Therefore, this event is being reported due to potential use error.

Event description:
On 28-sep-2022, a device evaluation was completed by kci quality engineering. On 08-jul-2022, the device was tested per quality control procedure by kci service center, and the device passed and met specifications. On 20-jul-2022, the device was placed with the patient. On 21-sep-2022, the device was tested per quality control procedure by kci service center and the device passed and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.